Event description:
On (B) (6) 2010, ans received an inquiry from a pt regarding an MRI. The pt stated that the scs system had been explanted previously, but that the surgeon left implanted a portion of the lead. The doctor elected to leave the fragment inside the pt because it was covered by tissue. The pt wanted to know if it was now possible to have an MRI. The pt was instructed that as long as any part of the system remained implanted, undergoing an MRI is a contraindication of the system. It is unk why the system was originally explanted. Further attempts to gather add'l info have been unsuccessful. No other info is available at this time.

Manufacturer narrative:
The lot number and implant/explant dates are unk. This MDR is being submitted due to the report of a un-retrieved device fragment. There were no known adverse events associated with this report. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.